Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and device continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that commanded shock testing was performed. Shock impedance measurements for this right ventricular (rv) defibrillation lead were noted to be 151 and 166 ohms following shock delivery. The physician plans to schedule the patient for lead replacement on an unknown, undetermined date. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) was emitting tones for the last two months. It was noted that the device and right ventricular (rv) lead had exhibited high out of range shock impedance measurements. Boston scientific technical services suggested turning off beeping for these measurements. The system remains in service. No adverse patient effects were reported.